Manufacturer narrative:
Information provided claims a bolt used to secure one of the pads for the wheelchairs knee support assembly had reportedly loosened, and this bolt was described as having pressed into the leg of the user while using the chair's standing function. This action is alleged as causing the formation of a pressure ulcer on the user's left leg, just below the patella. Reports indicate the end-user did not seek medical intervention, choosing to address at home. The pads for the knee support assembly are secured to the knee support frame by four m6 bolts. Reports provided claim one of the bolts had reportedly loosened over time and backed out to where it was protruding past the face of the pad. This presumably created a high point to when the end-user applied pressure to the pad, a portion of their leg was resting upon the head of the bolt. It is being claimed the repetitive use of the pad in this condition led to the reported injury. There are no records to indicate preventive maintenance activities have been conducted on this device since initial distribution in december 2018. No reports or claims where made of a component malfunction having occurred, therefore permobil is unable to reach a determination as to possible root cause without speculation. If any new information is received, a follow-up report will be submitted. The DHR was reviewed, and the device was found to have met specification prior to distribution.

Event description:
End-user reports after using the stand feature on a routine basis, claims having sustained a pressure injury on their left shin.